Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) left lower lung resection procedure, the device did not fire for excision in the middle of firing, resulting in incomplete excision of the pulmonary substance. Another reload was used to resolve the issue and complete the procedure. There was no patient injury.